Manufacturer narrative:
Evaluation has begun, but no conclusions have been drawn.

Event description:
The user reported that during cardiopulmonary bypass, the device unexpectedly displayed an indication that suggested that the backup battery was not charged. There was no reported adverse consequence to the pt as a result of this event.